Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
B5 it was reported that during unrelated service visit by the getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
(Additional contact information: (B)(6)).

Event description:
N/a.